Event description:
Report received of an equipment malfunction. The customer contact was not aware of any pump settings or the concentration of the morphine being used. It was reported that "visual inspection of the vial indicated that 19mg were delivered within a 1 hour time frame, and that the pump did not register" any of this medication being delivered. It was not known when a new syringe was placed or what the volume left in the syringe was at the time of the reported event. The customer had no info if the staff were receiving any alarm alerts or if they were attempting to adjust the syringe at all. The customer contact did not know if there was any adverse event with the pt. Though requested, there was no further info available.